Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this pacemaker underwent a pocket revision procedure. The pocket had opened but there was no infection. During the pocket revision procedure, damaged tissue was removed and the pocket was re-closed. The device remains implanted. No adverse patient effects were reported.